Manufacturer narrative:
Of the 1 allegations of a malfunction, 1 pump were returned to animas and investigated. Of the investigated pump, 1 was found to be malfunctioning due to a scratched display lens. This report is processed under exemption number (B)(4). This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 1 malfunction events. A review of the events indicated that the 2020 model pump experienced a damaged issue. These reports were received from various sources. The patients associated with this allegation ranges from "(B)(6)" years of age and between "0 and 0 pounds". Of the reported patients, 0 were male, 1 was female, and 0 were unknown.